Event description:
(B)(6), an attorney from (B)(6), in called regarding his client (did not give his client's name). Said his clients doctor told him it ¿failed.¿

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. A request for compensation (claim) has been received from this patient. Follow-up activities are being performed by the depuy legal team. No new information has been provided to customer quality at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.